Event description:
Note: this event occured in (B)(6) 2021 but was not reported to lumendi until 11/22/2021. When the new sales manager visited the account, he was informed a patient was readmitted in late (B)(6) 2021 with abdominal pain shortly after esd with the device and was subsequently found to have a perforation on the left side of the colon that required surgical intervention. The user reported at the time of the endoscopic intervention he had difficulty navigating the endoscope through the sigmoid colon as the patient had previous pelvic surgery.